Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll customer support to report that her lifevest garments are very tight, and the right electrode is cutting into her skin. The skin is broken and sore. Zoll customer support recommends the patient increase garment changes, keep electrodes clean, and remove lifevest for up to an hour per day. Zoll customer support will also send patient two larger sized garments. Follow-up with the patient on (B)(6) 2014 indicates the larger garments fit better, but the patient is still removing the garment at night because her skin is still irritated. Zoll customer support suggested that the patient contact her doctor. No additional follow-up on the patient's condition.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.